Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Final analysis found exposure to electrocautery caused a transient nmi which resulted in backup operation. The false eri trip occurred due to a transient low battery voltage. The device was extensively tested and noted to have exceeded its projected longevity. The device reached normal end of life.

Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow up. Upon interrogation, the pulse generator exhibited a diagnostics anomaly. The device was explanted and replaced on (B)(6) 2015.